Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the operating room (or) staff was receiving a repeated c-34 error on the erbe with no coag function on the monopolar curved scissors (mcs). Prior to calling, the customer reported that they swapped out two mcs instruments and tried two different monopolar cords with no success. Further troubleshooting was conducted with the intuitive surgical, inc. (Isi) technical support engineer (tse), but despite the efforts, the issue persisted. The customer decided to bring in a second vision side cart (vsc) to continue with the case and the procedure was completed as planned with no patient injury reported. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the good faith efforts no further details have been received from the user facility as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure of repeated c-34 errors on the erbe, was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original equipment manufacturer for repair. Upon visual inspection the unit was found in good condition. A review of the remotefe procedure log showed two prostatectomy procedures were performed on 12-oct-2022 on system sk2811. At this time, it is unknown which procedure is applicable to this reported event. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the customer aborted to another da vinci vision side cart (vsc) after the start of the procedure due to repeated erbe errors. The erbe required replacement. Fse investigation replaced the erbe to resolve the reported system error and fa confirmed a component failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.